Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an implantable neurostimulator. The reason for call was the the patient reported that sometimes the ins would go into MRI mode and sometimes it would not. The patient claimed that it would take a long time to connect the programmer to the implant. The patient also reported that therapy stopped working about five years ago. During the call the caller was trying to connect the communicator to the implanted neurostimulators, the patient programmer connected after a couple of attempts, and they were able to activate MRI mode. The caller indicated that the patient will have an MRI and then follow-up with a physician for additional evaluation of the implanted system and determine if an ins replacement is necessary. Additional information was received from the manufacturer representative (rep) stating they ran an impedance test and it all was red. The patient is getting an x-ray soon to check lead placement. They confirmed MRI is for unrelated issue.